Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Additionally, it was reported that the customer experienced a low/elevated blood glucose (bg) "high"; although specific value was not provided. A manual correction injection was administered to address bg. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.